Event description:
Experienced symptoms from a previously recalled product that I was not aware was recalled until advised by a co-worker who received the recall notice at work a couple months ago however, the product description matches the recall but the lot number does not match. The symptoms I had before reporting to the emergency room were: burning when putting contacts in, excessive redness, swelling in eyelid area, blurry vision, excessive tearing, pain when moving eye, extreme sensitivity to light, some discharge. I was informed of this recall in 2007. My doctor never mentioned anything about this recall at that time. The product that I have is as follows: complete moisture plus multipurpose solution 12 fl oz lot/exp: ab02515 jul 08 500212. Dates of use: event abated after use stopped: yes. Event reappeared after reintroduction: yes.